Manufacturer narrative:
Bayer case number: (B)(4) migration of an implant [migration of implant] inaugural epileptic seizure [epileptic seizure] leukopathy [leukoderma] impaired balance [balance impaired nos] speech disorder [speech disorder] spots on brain [brain lesion] psychomotor retardation [psychomotor retardation] fatigability [fatigability] unable to drive following a medical decision [impaired driving ability]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-dec-2025. The most recent information was received on 18-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of an implant") and epilepsy ("inaugural epileptic seizure") in a 36-year-old female patient who had essure inserted (lot no. C68124) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015 she experienced epilepsy (seriousness criterion hospitalisation), leukoderma ("leukopathy"), balance disorder ("impaired balance"), speech disorder ("speech disorder"), central nervous system lesion ("spots on brain"), psychomotor retardation ("psychomotor retardation"), fatigue ("fatigability") and impaired driving ability ("unable to drive following a medical decision"). Essure was removed in 2022. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (to a first surgical operation in 2016, salpingectomy in 2022 to remove the second implant). At the time of the report, the impaired driving ability had not resolved. The outcomes for device dislocation, epilepsy, leukoderma, balance disorder, speech disorder, central nervous system lesion, psychomotor retardation and fatigue were unknown. No causality assessment was received for essure with regard to epilepsy, leukoderma, balance disorder, speech disorder, central nervous system lesion, psychomotor retardation, fatigue, device dislocation or impaired driving ability. The reporter commented: patient's current status: recognition as a handicapped worker unable to drive following a medical decision, migration of an implant leading to a first surgical operation in 2016, salpingectomy in 2022 to remove the second implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Magnetic resonance imaging] (date unknown): spots on brain batch number:c68124, expiry date:30-jun-2017, manufacturing date:30-jun-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Migration of an implant, migration of implant. Inaugural epileptic seizure, epileptic seizure. Leukopathy, leukoderma. Impaired balance, balance impaired nos. Speech disorder, speech disorder. Spots on brain, brain lesion. Psychomotor retardation, psychomotor retardation. Fatigability, fatigability. Unable to drive following a medical decision, impaired driving ability. Case narrative: the below report was received by health authority ansm, reference number: (B)(4) on 11 december 2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of an implant") and epilepsy ("inaugural epileptic seizure") in a 36-year-old female patient who had essure inserted (lot no. C68124) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015, she experienced epilepsy (seriousness criterion hospitalisation), leukoderma ("leukopathy"), balance disorder ("impaired balance"), speech disorder ("speech disorder"), central nervous system lesion ("spots on brain"), psychomotor retardation ("psychomotor retardation"), fatigue ("fatigability") and impaired driving ability ("unable to drive following a medical decision"). On an unknown date she experienced device dislocation (seriousness criterion intervention required). The essure was removed with surgery (to a first surgical operation in 2016, salpingectomy in 2022 to remove the second implant). At the time of the report, the impaired driving ability had not resolved. The outcomes for device dislocation, epilepsy, leukoderma, balance disorder, speech disorder, central nervous system lesion, psychomotor retardation and fatigue were unknown. No causality assessment was received for essure with regard to epilepsy, leukoderma, balance disorder, speech disorder, central nervous system lesion, psychomotor retardation, fatigue, device dislocation or impaired driving ability. The reporter commented: patient's current status: recognition as a handicapped worker unable to drive following a medical decision, migration of an implant leading to a first surgical operation in 2016, salpingectomy in 2022 to remove the second implant. Diagnostic results, normal ranges are provided in parenthesis if available: body weight was reported to be 65 kg. Magnetic resonance imaging, date unknown: spots on brain. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.